Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited a loss of capture. The physician elected to perform a lead revision. During the procedure, the helix was not able to retract fully. The lead was explanted and replaced. The patient condition was unknown.